Manufacturer narrative:
All available information was investigated, and the results of the returned device analysis couldn¿t confirm the reported unintended movement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated and a definitive cause for the reported unintended movement could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. One clip was deployed successfully with no issue. A second clip delivery system (cds) was advanced to the mitral valve. During deployment, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. The cds with the clip were removed from the patient anatomy without issue. A new cds was used to complete the procedure. Two clips implanted, reducing mr to 1-2+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.